Event description:
Patient underwent left shoulder surgery to tighten the posterior, inferior glenohumeral ligament in (B) (6) of 2003. Post-op patient suffered a condition called, chondrolysis (complete or nearly complete loss of cartilage in the shoulder joint.) This resulted in a complete shoulder replacement procedure.

Manufacturer narrative:
(B) (4).